Event description:
The customer reported via phone call thru a start right representative that she had fluctuating blood glucose level. Customer states that she has been going as low as 63 mg/dl to as high as 425 mg/dl. The customer declined any assistance and stated that she has been working with her diabetes care management educator to adjust the seetings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.